Event description:
It was reported that the pump had battery issues found during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a battery (p/n: 4000-9022-001, l/n: 18f21l0062). Visual inspection of the battery was performed and no abnormality was noted. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The batteries were then left to charge in the iabp for over 9 hours. The full charge of batteries was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 46 minutes when running on battery power. The iabp alarmed "less than 10 minutes remaining" after approximately 64 minutes when running on battery power. The iabp alarmed "less than 5 minutes remaining" after approximately 72 minutes when running on battery power. The total battery runtime was approximately 73 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of battery issue is confirmed. The returned battery failed the battery load test. During the complaint investigation, the pump shut off after approximately 73 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet test specifications during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. Other remarks: n/a; corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the pump had battery issues found during preventative maintenance. There was no patient involvement.